Manufacturer narrative:
The pump was returned and visual examination revealed tissue-like depositions adhered to the lumen of the inflow conduit, outflow graft attachment, and outflow elbow. The structure of all the observed depositions suggests that they developed in the areas in which they were found. The depositions were adhered to the lumen of the inflow conduit and appeared to have acutely developed while the pump was operating; however, a duration of time for which the depositions were present in the pump could not be conclusively determined. Although a specific cause for the depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that the patient received a transplant. The patient had recently developed hemolysis.

Manufacturer narrative:
The patient's weight was not reported. Approximate age of the device is 5 months. The device was received for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.